Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) stimq receiver stimulator (stq4-rcv-a0) was implanted at the superior saphenous nerve. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained contact with the patient following implant. On (B)(6) 2019, the patient was admitted for a potential infection. The patient's device was attempting to protrude through the skin at the back of the patient's leg. The patient's implant site was red and swollen. The patient was also experiencing drainage at the wound site. The implanting clinician did not take cultures of the affected area; however, a decision was made to explant the device. The explant procedure was performed on (B)(6) 2019. The procedure was completed without complications. The patient was also treated with intravenous (IV) antibiotics (duration unknown). The clinical specialist reported the device was not placed deep enough into the tissue and could have potentially led to the reported unconfirmed infection. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infection is known adverse event for peripheral nerve stimulation and the stimq pns system and is detailed in stimwave's risk management file as well as applicable instruction for use and patient-facing labeling. Stimwave's global infection rate is <0.5%. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. The stimwave product was not the source of the issue. The root cause of the issue was attributed to implanting technique. The device was not placed deep enough in the tissue and attempted to erode, which subsequently led to the unconfirmed infection. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, mitigated as far as possible, and documented in the stimwave risk management file. Stimwave was in constant contact with the clinical specialist from november 20, 2019, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attributed to implanting technique. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the issue resulted in a serious injury where medical and surgical intervention was required to prevent permanent impairment or damage. This event was reported to the united states food and drug administration (FDA) on december 18, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from trial device migration reported to stimwave on november 27, 2019, by clinical specialist.